Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver instrument had broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and nothing abnormal. The issue occurred when grasping tissue. The instrument did not collide with any other instrument. There were no issue with opening/closing of the grips; left/right (yaw) motion of the grips; and up/down (pitch) motion of the wrist with no cables visibly protruding from the distal end of the instrument. No fragments fell into the patient. No photographic images of the device(s) or a video recording of the procedure available for isi review.